Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the insulin pump was not working and blood glucose went into 600mg/dl range. The pump pass selftest. The customer was at 289mg/dl. The customer noticed after lunch blood glucose continued to rise. She took him off pump. Patient's current blood glucose was unknown. The customer treated high blood glucose with injections. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The insulin pump will not be returned for analysis.